Event description:
Patient reports post implant a realize band, the port has been replaced twice in two months. The first port replacement was in (B)(6) of 2011 when the patient went in for their first adjustment. Per the patient the port was popping out from the abdominal wall and was rotated. The port was replaced. The patient came in the following month for an adjustment and the same issue was observed. The port was popping out of the abdominal wall and was rotated. The port was replaced a second time. Since this replacement, the patient has not had issues.

Manufacturer narrative:
(B)(4): information unavailable. Device remains implanted-port was replaced, but location unknown.